Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the affiliate that during an unknown procedure, when the doctor used the device's a nail dropped. Unknown how case was completed. There were no adverse consequences for the patient. Two devices will be returned. Affiliate reference number: (B)(4).